Manufacturer narrative:
(B)(4). Batch # p94387. Investigation summary : the device was returned with the blade scratched and cracked. During functional testing on gen11, an alert screen was displayed. The blade broke off during functional testing. The device was disassembled to inspect the internal components and no anomalies were found related to the reported event. However, during this same disassembly and inspection of the device, what was found was a cracked internal component; the y-link. Probable causes of blade damage, including breakage, are external contact during pre-op or general use, blade contact with other devices, contact with staples or clips during the procedure, or using any means other than the blade wrench to attach or detach the blade. Once minor blade damage has occurred, subsequent activation may increase the severity of the blade damage. This, in turn, can result in the device failing the pre-run test with the generator and displaying an alert screen. These alert screens that can result may include ¿tighten assembly,¿ "remove instrument from patient," ¿blade error detected,¿ or "relax pressure on blade," followed by a ¿replace instrument¿ screen later in the procedure. Continued usage of the damaged blade can result in a broken blade. The batch history record was reviewed and there were no defects, protocols or ncr(s) found during the manufacturing process related to this complaint.

Event description:
It was reported that during a laparoscopic esophagectomy procedure, ¿replace instrument¿ was displayed at the beginning of the procedure. The device was used at the blood vessels. The blade tip was not broken off and no pieces fell into the patient. Another device was used to complete the case. There were no adverse consequences to the patient.